Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
One 3i t3® with dcd® tapered implant 6/5 x 13mm (bnpt6513) was returned for investigation with a removed restoration, abutment screw, and cover screw. These additional components are not included in this investigation, as the event is noted to have taken place at the implant level. Visual inspection of the returned product identified wear and bone attachment about the implant threads and collar. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 30 and used for approximately 11 months. The customer has not provided additional pictures or x-ray images of the product.. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient had 3mm buccal defect with surrounding inflammation noticed on the facial. Two implant threads were visible. The patient was bone graft and will have to return to replace the implant. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown.

Event description:
It was reported that the patient had medical inflammation and bone loss. The implant was removed.